Event description:
Factory failure analysis of a returned main pcb board revealed evidence of broken solder connections at the remote alarm connector. The ventilators remote alarm provides a signal during ventilator alarm conditions to be sounded at remote locations away from the ventilator. A broken solder connection of the remote alarm connector may result in no alarm sounding to the customer at a remote station if there is a ventilator alarm condition.